Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated on (B)(4) 2013: in this case, the causal role of synvisc-one cannot be excluded for the occurrence of the event of pseudosepsis, however the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.

Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a physician and nurse. This case concerns a (B)(6) female pt who developed pseudosepsis after receiving treatment with synvisc one. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On an unknown date in (B)(6) 2013, the pt received treatment with synvisc one injection (batch/lot: u1211a; route of administration, dosage regimen and expiration date unknown) into an unspecified knee for an unknown indication. Later, on an unknown date in (B)(6) 2013, the pt developed pseudosepsis. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. It was reported that the pt also requested a letter stating that "there was nothing wrong with the lot number of u211a of synvisc one that she received in (B)(6)".